Event description:
"Ventilator quit ventilating and lost all power while on pt without any alarm notification except the power off alarm. Reporter was in room at this time with rn. Problem with ventilator noted immediately and pt taken off and ventilated with ambu without any adverse effect."